Event description:
It was reported that the customer had blood glucose levels over 400 mg/dl. Customer stated that this is the third time his blood glucose levels were this high. Customer stated that he tested the pump and the insulin was not coming. Customer stated that his blood glucose levels are rising after he changes the set. Customer started using his leg to place the set about 2 weeks ago. Customer thought the insulin delivery would be slower. Customer stated that his health care provider will be putting the device on him to track his blood glucose levels. Customer treated with a manual injection. Customer ran a manual prime and the insulin did exit the tubing. Customer will be sent a tubing clamp and will call back when they receive it to continue troubleshooting. Customer has gotten no delivery alarms in the past. Customer stated that he leaves his set on for 4 days. Customer was advised of the adverse affects of doing this. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.